Event description:
Customer called stating the down button on her insulin pump is not working anymore. It is unresponsive. Also, the backlight does not turn on anymore. Customer's blood glucose is 231 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No black light anomaly noted during testing. The insulin pump was received with minor scratches on display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.